Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation and a product investigation was performed. Visual inspection revealed dried fluid inside the cassette door, and there were indications of dried fluid in the pneumatic tubing within the cycler between the phobic filters and the pump body. During the test treatment, safety clamp error alarms occurred during the treatment set-up. Fluid intrusion in the pneumatic tubing can cause the reported drain complication encountered support warnings. Fluid in the pneumatic system will cause the encountered safety clamp error. Per the fresenius medical care clinical evaluation pharmacovigilance physician: the hospital records document that the patient had a cardiorespiratory arrest in hospital which did not occur during the peritoneal dialysis treatment. There is no evidence that the peritoneal cycler caused or contributed to the patient's death. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
A peritoneal dialysis patient called tech support regarding "drain complications", she was having tech support attempt to troubleshoot the alarm but found no reason for the alarm. Patient stated that she would do manual exchanges while waiting for the replacement cycler and inform her peritoneal dialysis nurse of the problem. During the telephone call she stated that she had just been discharged from the hospital for non-cycler related issues. Peritoneal dialysis nurse stated that the patient has had two episodes of peritonitis which required hospitalization ((B)(6) 2011, (B)(6) 2012 and the administration of antibiotics. Prior to her discharge from the hospital from the current episode of peritonitis, she expired due to cardiac arrest. Peritoneal dialysis nurse states that the use of the cycler did not cause or contribute to the episodes of peritonitis (patient did not follow aseptic procedures) or the cardiac event experienced by the patient.